Event description:
It was reported that a peri-device leak (pdl) requiring intervention occurred. A left atrial appendage (laa) closure procedure had been performed, and a 35mm watchman flx pro closure device was implanted, yet did not fully cover a pectinated posterior lobe. A residual pdl measuring approximately 2 mm was noted on transesophageal echocardiogram (tee) imaging. The procedure was concluded and the physician planned for follow-up evaluation and possible intervention. At the 45-day follow-up visit, tee demonstrated a persistent pdl measuring approximately 2 mm. The patient remained on oral anticoagulation, and a repeat tee was scheduled for 6-months. At the 6-month follow-up, tee imaging demonstrated progression of the pdl, measuring approximately 3.2-3.3 mm, and the patient was subsequently scheduled for leak repair. On the day of the repair procedure, tee imaging demonstrated a largest pdl measurement of approximately 4 mm in multiple views. A leak closure was performed using two 32 mm 60 cm bare metal framing coils and one 60 cm packing coil, followed by placement of a non-boston scientific (bsc) occluder, to address the remaining leak. The physician expressed any remaining small leak around the non-bsc occluder would heal normally. No complications were reported, and the patient fully recovered.